Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had crosstalk causing ventricular oversensing. The asymptomatic patient presented in-clinic for a routine follow-up with a large number of non-sustained rv oversensing (nsrvo) episodes. Programming changes were made. The patient was stable at the time of the call and will continue to be monitored.